Event description:
The distributor contacted physio-control to report that their customer's device would not power on. The device was showing a service wrench and an empty battery icon, with a fully charged battery installed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was observed that legs 2 and 3 on inductor, designator l1, on the analog pcb assembly were resistive, causing the device to not find a ground to power on. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted physio-control to report that their customer's device would not power on. The device was showing a service wrench and an empty battery icon, with a fully charged battery installed. There was no patient use associated with the reported event.